Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. The device was tested and no false upstream occlusion alarms could be confirmed. The device was within specifications. Baxter conducted an upstream occlusion test per the spectrum preventive maintenance procedure with the unit passing. The device also passed add'l upstream occlusion testing. No malfunction could be identified.

Event description:
It was reported that a pump alarmed for an upstream occlusion when no occlusion was present. The device was programmed to deliver at a rate of 999ml/hr and 800ml/hr during the reported infusion and the pump alarmed for 4 false upstream occlusions. This occurred during testing and there was no pt involvement.